Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump had a time/date issue. The reporter stated that the user had to change the date and time numerous times, but the year remained correct. The patient reportedly experience elevated blood glucose (bg) of 300mg/dl with extreme thirst associated with the alleged issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the alleged time/date issue may result in over- or under-delivery due to running the incorrect time segment.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2016 with the following findings: a review of the black box did not indicate any time/date issues. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. A timekeeping accuracy test was performed and the pump maintained time accurately during testing. The pump was able to appropriately maintain the time and date settings. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.